Event description:
It was reported that the device may have had a premature battery depletion. The device was explanted and replaced. No patient compli cations have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the returned device indicated high impedance in the battery.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device has not been recieved but data from the device has been recieved and analysis showed the device had high battery impedance. (B)(4).